Event description:
The surgeon reported there was a decrease in the pt's visual acuity (va) from 0.8 to 0.5. It was also reported there were glistenings observed in the intraocular lens (iol). Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info has been requested.